Event description:
It was reported that the device was partially deployed. The target lesion was located in the renal artery. A 5 x 40 x 130 innova stent self expanding was selected for use. During unpacking the device, the stent was observed to be partially deployed and the safety mechanism had not been activated. The procedure was completed with another of the same device. The patient was stable post procedure and there were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility number:(B)(6). Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the innova device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was unintended use error caused or contributed to event.

Manufacturer narrative:
E1: initial reporter facility number: (B)(6). Detailed information was not provided to bsc for the return status, a good-faith effort was made to acquire the necessary information and no information yet for when the device was return.

Event description:
It was reported that the device was partially deployed. The target lesion was located in the renal artery. A 5 x 40 x 130 innova stent self expanding was selected for use. During unpacking the device, the stent was observed to be partially deployed and the safety mechanism had not been activated. The procedure was completed with another of the same device. The patient was stable post procedure and there were no patient complications as a result of this event.